Event description:
Essure permanent birth control: implanted (B)(6) 2015, side effects since implants from day 1: headache and low libido. Recent side effects since (B)(6) 2015: worsening cramps, periods lasts 2 weeks, continuous dull pelvic pain which extends down my legs, feeling the coils move, severe back pain, metallic taste, fatigue, tender breasts, more frequent headaches.